Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to site to test the equipment. Representative reported that the fuses were replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was not receiving power from the power outlet. Changing the power outlets resulted in same issue. Representative replaced the fuses with spare fuses from the site allowing the mobile view station (mvs) to power on. During boot up the acquisition system displayed a "unable to initialize collimator" error message and the system was in standby mode. Upon reboot system prompted to calibrate motion, once the calibration was completed the issue was resolved and the site continued the procedure. The procedure was completed with the use of imaging. There was a delay of approximately 50 minutes. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient weight received and provided.